Manufacturer narrative:
Eval was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports against the mfg lots. The initial reporting indicated the products were not suspected of failing to meet specs or contributing to the event. The investigation could not verify or draw any conclusions about the reported device loosening; however, provided info stated pt poor bone quality was a contributing factor. No evidence was found suggesting product error was a contributing factor, and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.

Event description:
The pt was revised because of loosening.